Manufacturer narrative:
Previous emdr submission noted facial paralysis (bells palsy) as a serious unexpected adverse drug experience. Abbvie medical safety determined that the event is not considered a serious unexpected adverse drug experience.

Event description:
Per medical review, the event of facial paralysis (bells palsy) is not considered a serious unexpected adverse drug experience.

Event description:
A patient who is also a healthcare professional reported injecting themselves with juvéderm® volux¿, juvéderm ultra plus¿ xc, and with juvéderm® voluma¿ with lidocaine. The patient experienced ¿an infection, bell's paralysis, etip [intermittent and persistent late edema] on their chin, and an abscess.¿ the entire left region of the face was swelling, trismus, then infection, they drained several mls of pus and after draining the purulent secretion, the patient had bell's paresthesia. The patient stated they will ¿apply hyaluronidase to remove the rest.¿ symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6); (emdr-(B)(4)), (B)(6); (emdr-(B)(4)), (B)(6); (emdr-(B)(4)), (B)(6); (emdr-(B)(4)), and (B)(6); (emdr-(B)(4)). This emdr is being submitted for the juvéderm® voluma¿ with lidocaine serious unexpected adverse drug experience of suspect product.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "facial paralysis", deemed not device related is considered an unexpected adverse drug experience.